Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain") and cervical dysplasia ("cervical dysplasia") in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: patches in 2006. Past adverse reactions to the above products included sexual inhibition with patches. Concurrent conditions included overweight and bipolar disorder since 2009. Concomitant products included ibuprofen for dysmenorrhea, tramadol for migraine and headache, antibiotics for urinary tract infection and bladder infection as well as meloxicam since february 2017. On (B)(6) 2008, the patient had essure inserted. In november 2008, the patient experienced mood swings ("hormonal changes describe: mood swings") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In december 2008, the patient experienced menorrhagia ("excessive and abnormal bleeding during menstruation / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and weight increased ("weight gain"). In january 2009, the patient experienced migraine ("migraines"), headache ("headaches") and vaginal discharge ("vaginal discharge"). In february 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In march 2009, the patient experienced urinary tract infection ("urinary tract infection"), cystitis ("bladder infection") and fatigue ("fatigue"). On an unknown date, the patient experienced cervical dysplasia (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), hot flush ("hormonal changes describe: hot flashes"), anxiety ("anxiety"), depression ("depression") and endometriosis ("endometriosis"). The patient was treated with sumatriptan (imitrex), botulinum toxin type a (botox), oxcarbazepine, topiramate (topamax), lamotrigine (lamictal) and surgery (on 2016, she underwent a hysterectomy, hysterectomy (full), salpingectomy, oophorectomy,). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, mood swings, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and weight increased had resolved and the cervical dysplasia, abdominal pain lower, hot flush, urinary tract infection, cystitis, anxiety, depression, migraine, headache and endometriosis outcome was unknown. The reporter considered abdominal pain lower, anxiety, cervical dysplasia, cystitis, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, headache, hot flush, menorrhagia, migraine, mood swings, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - in october 2008: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events added from pfs - mood swings, hot flashes, abnormal bleeding (vaginal), infection (bladder/ urinary tract/vaginal) type: urinary tract, bladder, anxiety, depression, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain, cervical dysplasia, endometriosis. Concomitant disease, historical drug were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (on 2016, she underwent a hysterectomy). Essure was removed in 2016. At the time of the report, the pelvic pain, menorrhagia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, menorrhagia and pelvic pain to be related to essure. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.